Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified quantity of novum iq large volume pumps, an unspecified drug backed up into the primary tubing and bag. This was observed during patient infusion, when infusing over 300 ml/hr for an hour in a 500 ml bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.